Manufacturer narrative:
(B)(4). The covidien technical service engineer (tse) troubleshot this issue with the customer over the phone. The customer reported having replaced the touch frame pcb and the unit passed all testing and operates within the manufacturing specifications.covidien was not authorized to service the device.

Event description:
It was reported that an 840 ventilator had unresponsive touch screen. The ventilator was not in use on a patient at the time the malfunction occurred.